Event description:
Limb salvage case. Antergrade approach in the right femoral with a 7fr arrow sheath. Successful atherectomy of the right sfa with a foxhollow ls device. Angiography of the sfa after atherectomy revealed no residual stenosis, no apparent dissection and normal flow. The attention was then turned to the at (anterior tibeal). Lesion was crossed with minimal difficulty using an asahi miracle bros 3 wire, which was then exchanged via an ultrafuse x catheter for a spartacore wire. Unable to deliver the es device to the occluded segment of the at (anterior tibeal) and upon withdrawing the device, it was noted that the guidewire channel on the shaft of the device was disrupted. Took a second es device but were unable to delivery this device entirely through the stenosis. Ballooned the area and final angiography of the distal at (anterior tibeal) revealed no residual stenosis, no apparent dissection, and normal flow. During final angiography, a linear radio-opaque object was noted near the popliteal artery which appeared to be part of a guidewire. After verifying all guidewires and equipment used were intact, further angiography revealed the object to be extraluminal except for the possible exception of the proximal at. Ivus examination revealed what appeared to be a small segment of a foreign body in the proximal part of the at. Attempts to snare the object were not successful and a vascular surgeon consult was obtained. It was confirmed to be a mandrel from the es device.